Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25550. It was reported the patient was experiencing nausea, lethargy, left arm weakness and urinary incontinence. As a result, the patient's trial leads were explanted by the ER physician due to needing an MRI. The MRI results revealed the patient suffered a massive stroke on the right parietal lobe. In turn, the patient was admitted to the hospital with additional symptoms of arm and facial drooping and decreased function in his left leg. Follow-up revealed the patient's symptoms are ongoing and he was released to an inpatient rehabilitation facility to undergo physical therapy.